Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: not performed as no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to recurrent disassociation of the femoral head from the adm/ mdm poly insert. A 28 +5 biolox c-taper head, adaptor sleeve, and 48f adm/ mdm poly insert were revised to a 22.2 +3 lfit v40 head and 22f trident constrained liner. Rep confirmed there are no allegations against the metal liner or adapter sleeve. Rep will be providing a patient packet with additional information and reported that beyond that, no further information will be available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to recurrent disassociation of the femoral head from the adm/ mdm poly insert. A 28 +5 biolox c-taper head, adaptor sleeve, and 48f adm/ mdm poly insert were revised to a 22.2 +3 lfit v40 head and 22f trident constrained liner. Rep confirmed there are no allegations against the metal liner or adapter sleeve. Rep will be providing a patient packet with additional information and reported that beyond that, no further information will be available.